Event description:
The pt had an elective procedure to two vessels. The first target vessel was a non-calcified, non-tortuous, 2.4mm posterolateral branch artery. The 2.5 x 18mm cypher stent was implanted at 12atm for 5 seconds. The second target vessel was the moderately calcified, non-tortuous, 2.6mm proximal circumflex. A 3x33mm cypher stent was implanted at 16atm. Post dilation was done with a 3.25 x 15mm quantum maverick balloon at 20atm for 15 seconds. A dissection occurred distally to the cypher, but it was very minor so it was not treated. Three days later, the pt complained of chest pain and a decrease in st was observed. Coronary angiography was done, and thrombus was confirmed in the proximal edge of the cypher in the posterolateral branch. Poba was done to treat it. The pt was discharged three days post intervention.